Event description:
Pump declared a cartridge change error, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Customer received instructions from technical support to inspect and clean various components of the pump, but was unable to successfully load the cartridge onto the pump. Due to ongoing issues, customer was referred to customer support for escalated troubleshooting.